Event description:
Pt was undergoing a routine MRI examination of the lumbar spine and experienced an irritation under left upper arm. After the exam was complete the area of concern was bright red. The pt experienced some blistering the next day but cleared up the following day. Follow-up with the pt in 2009, the area was suspected irritation was back to normal.